Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was noted that upon removal of the farawave catheter from packaging and transfer to sterile prep table. It was noted that the port lumen was cloudy (potential foreign material) the catheter was replaced prior to the procedure. The device was disposed.

Manufacturer narrative:
There is a picture attached to this complaint which evidence the catheter flushport cloudy (potential foreign material). The device did not return; therefore, product analysis could not be performed.

Event description:
It was noted that upon removal of the farawave catheter from packaging and transfer to sterile prep table. It was noted that the port lumen was cloudy (potential foreign material) the catheter was replaced prior to the procedure. The device was disposed.